Manufacturer narrative:
There is no service record, and without evaluating the unit, the actual cause of the malfunction cannot be determined. On (B)(4) 2012: as of this date, there are 9 documented device complaints covering 13 units. This lot has (B)(4) released units. The complaint rate is at (B)(4), which is higher than the pre-determined (B)(4) rate established for initial market release. The lot will continue to be monitored since it was determined that handpiece failure could be attributed to a faulty horn. The horn was lathed producing a slight 'wobble'. This tilt was discovered during assembly. There is a possibility that not all the discrepant material was caught - refer to (B)(4). No CAPA will be issued since the problem appears to be isolated and it being address under the (B)(4). The machinists have been trained to inspect for any wobble of parts. On (B)(4) 2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: completed and attached a current MDR decision flowchart. The DHR for lot 14512-07 was revised. The unit met mfg specs when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of (B)(4) units that stopped working and 1 unit would not prime. A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
During procedure did not cut.